Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The device was not returned for evaluation; no pictures were provided. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause for the reported failure can be attributed to improper bone prep, misaligned insertion, prying/leveraging the device during insertion; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 19-feb-2023, it was reported by a sales rep via email that 3x ar-3636-1, self bunching kl 1.8 fibertak, shoulder were implanted and had the same thing happened to all of them. The surgeon cycled the drill prior to the insertion. Cycled the shuttling suture on all occasions. When pulling the shutting suture to advance the repair suture through the splice mechanism the surgeon used light tugs as detailed in the technique. When the shutting suture was going through the splice mechanism it was fraying and shearing off. The surgeon then only had a small tail and couldn't get enough force on the shuttling suture to complete the splice. The surgeon was pulling the shuttling suture in the same axis as the anchor was implanted each time. This same failure has happened in 4 different cases now. The surgeon would like this investigated.